Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
One site has reported missing 400-500 studies that never made it to the archive for long term storage before the watermarking process deleted them. The code purges series from the radsuite (av) image cache prior to the series being stored in enterprise content manager (ecm) long term image archive, and studies are not stored in the long term archive (lta) or the av image cache for future reference.

Manufacturer narrative:
Submitted this supplemental report to add FDA correction and removal reference numbers to section.